Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pilot balloon was stuck to the tube. Patient outcome was asked but currently unknown.

Manufacturer narrative:
Evaluation summary: no product was returned. Specifications could not be determined. Failure confirmation, root cause, or relationship to the event could not be determined since no product was returned for evaluation or made available. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.